Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed with a s420 (homing timeout, right) malfunctioned alarm code. This is not a reportable malfunction. However, during verification testing at the service enter, it was noted that the device alarmed with a s421 (motor error - pmc, right) malfunction alarm code.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.